Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.

Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator was found to be alarming for a "low circuit leak" alarm condition. The device's flow sensor assembly was replaced to address the issue. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failure was found to be due to physical damage.